Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in voice message: the patient was implanted with an optease ivc filter. Per information received from follow up phone call with cordis clinician: the patient indicated a history of pulmonary embolism for which an optease filter was implanted. Approximately 5 years and 4 months after implant, the patient was taken by ambulance to a nearby hospital due to severe leg pain and the inability to walk. The treating physician identified ¿bilateral occlusions¿ from ¿[her] toes to the filter in the vena cava¿. The filter was ¿95% occluded¿ and the patient was told that the filter was ¿too old to be removed.¿ the patient was then treated with tpa. Only one of the three planned infusions were given due to a decrease in blood pressure. The patients treatment plan continued with lovenox and warfarin. She was hospitalized for 6 days. The patient currently experiences discomfort rather than pain. Her inr is to be kept at 2-3 while on warfarin.

Manufacturer narrative:
As reported in voice message: the patient was implanted with an optease ivc filter. Per information received: the patient indicated a history of pulmonary embolism for which an optease filter was implanted. Approximately 5 years and 4 months after implant, the patient was taken by ambulance to a nearby hospital due to severe leg pain and the inability to walk. The treating physician identified ¿bilateral occlusions¿ from ¿[her] toes to the filter in the vena cava¿. The filter was ¿95% occluded¿ and the patient was told that the filter was ¿too old to be removed.¿ the patient was then treated with tpa. Only one of the three planned infusions were given due to a decrease in blood pressure. The patients treatment plan continued with lovenox and warfarin. She was hospitalized for 6 days. The patient currently experiences discomfort rather than pain. Her inr is to be kept at 2-3 while on warfarin. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clot (s) to the placement of the ivc filter. Blood clots do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.